Event description:
The customer reported bits of the jaw broke off during surgery. The procedure was extended approximately 45 minutes in order to x-ray the patient and to remove the fragments. No patient complications were reported.

Manufacturer narrative:
The medtronic instrument repair facility in (B)(4) reported that the instrument was returned for analysis. Products (B)(4) (5mm tube) and (B)(4) (handle) were also used in conjunction with the reported product during the procedure, but had no other relationship to the reported pt event. A visual examination of the returned instrument indicated that micro cracks were visible, caused by damage due to impact to the jaw of the forceps. The damage was not detected during pre-procedure inspection by the facility.